Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure 813:03 was confirmed during product evaluation. The cause of the reported condition was determined to be a faulty pump head module (phm). The phm was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a colleague infusion pump with a user interface module master software version 7:01:00.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 813:03 failure code. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is unknown. No additional information is available. This is a case, which was reported to baxter (B)(4) on (B)(6) 2011. The complaint was received from (B)(6) hospital and refers to an incident involving colleague single channel monochrome pump (B)(4) on serial number (B)(4). The reporter states error log 813:03. This has been logged for trending purposes only. Collection to be arranged by (B)(6). There was no patient involved.